Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the high flow insufflation unit various alarms cannot sound. The issue occurred during the preparation for use. There were no reports of patient harm.